Manufacturer narrative:
The glide-scope video baton 2.0 large was returned to verathon for evaluation along with a glide-scope core 10" monitor and a glide-scope core smart cable. A verathon technical service representative evaluated the returned devices and isolated the issue to just the video baton. The video baton produced poor image quality, and the hdmi connector was worn. No issues were found with the corresponding glide-scope core 10" monitor and the glide-scope core smart cable, they were functioning as intended, and returned to the customer. Since the customer's glide-scope video baton 2.0 has been replaced through service, the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glide-scope video baton 2.0 large, the image would disappear whenever the video baton was manipulated. No delay in the procedure, use of a backup device, or harm to the patient, or user was reported.